Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s weight is (B)(6) lbs and the blood glucose level was unknown at the time of the incident. The customer stated for the last 2 months they have had issues with the pump and the screen going blank. The customer stated there was a crack near the battery cap of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the health care professional's instructions.. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.